Event description:
Device was implanted. On 12/18/89 the cylinders and pump were revised. On 11/11/96 the entire device was removed from the pt due to malfunction-complete system was empty. Add'l lot/ser no: 1410k 001.